Manufacturer narrative:
A potential false negative was alleged on behalf of a patient. The patient was tested on (B)(6) 2020 and received a result of not detected which they believe to be inaccurate based on mild self-reported symptoms in the week after the test. The patient works in a hospital and was in contact with a person with mild symptoms. No additional information regarding sample collection or testing is available. Based on this limited information, while unknown, it is likely the patient could have contracted an infection after they were tested. There is no indication the product is not performing as intended. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A roche employee reported a potential false negative on the behalf of a patient. The patient alleged a false negative based on mild self-reported symptoms after receiving a "not detected" result with the cobas sars-cov-2 test the week prior. Patient worked in a hospital and was in contact with someone exhibiting mild symptoms. The patient sample was taken and tested on (B)(6) 2020. No additional information regarding collection or testing is available. There is no information available regarding lot information, raw data, infection confirmation etc. There is no indication the product is not performing as intended. Although unknown, the patient could have picked up the infection after being tested given he did not present symptoms until after he got his test result, or this situation was not indicative of true sars-cov-2 infection and could have been symptoms due to the common cold or influenza a/b.